Event description:
I first got breast implants in (B)(6) 1996. I started noticing inflammation in my face within weeks. I started having back (upper and lower) and neck pain by (B)(6) 1997. I suffered from severe depression and almost took my life twice. I started having gut issues and migraines. I was diagnosed with fibromyalgia, chronic myofascial pain, migraines. Depression and then celiac. Over the years I developed more food intolerances and had to give up dairy. I had ovarian cysts and had to have them removed. I had a precancerous tumor in my stomach and had to get over half my stomach removed. I had pneumonia 17 times in a 3 year period. I then was diagnosed with hashimoto's and nodules on my thyroid. I had to give up alcohol because it would make my face blotchy, itchy, burning and red any time I even took a sip. Dr¿s kept telling me I was fine with the exception of things they could give me a pill for (that never worked). I was diagnosed infertile. I have had insomnia for many years. I then developed rosacea. I have very dry skin and constantly dehydrated. I suffered with vertigo, ears ringing, dehydration, chronic utis and even told I have possible arthritis in my back. I also developed 2 holes in my cartilage behind my knee cap and where the cartilage attaches the femur to the tibula and had to get a stem cell shot to be able to walk. I was diagnosed with brachioradial pruritus and my left forearm itches so bad, I have taken a knife and scraped it down. Hair loss, always test low for vitamin d, anemic, high estrogen - zero testosterone (so no sex drive at all), had to go on hormone replacement therapy. I gained tons of weight all while eating heathy. I developed an angiomyolipoma in my kidney and have varying liver levels over the year, so much I had to go vegan to try and prevent liver disease. I was originally told that the implants were lifetime devices and I would never had to replace them. After reading in (B)(6), that they should be replaced every 10 years, I asked dr¿s, ob-gyns, and plastic surgeons if I needed to replace- only felt them and said they were fine. I replaced them in (B)(6) 2017 because I wanted a lift as I had lost some weight but not there, and they had gotten huge from weight gain and sagged bad. All the symptoms that were held at bay by medication, all came back with a vengeance. I found out about breast implant illness (B)(6) 2018 and explanted (B)(6) 2019. Immediately the whites of my eyes became white, my hooded eyes went away, I had oil back in my face and my neck and back pain were gone. In just 3 weeks, friends have accused me of having a facelift as I look 15 years younger. These implants are horrible. Original implants implanted (B)(6) 1996, mcghan limited mlp, ref mlp-260 (both sets were textured silicone implants). Second implants implanted (B)(6) 2017; allergan inspira tsx, ref n-tsx310, lot 2987737 and 3005979, sn - (B)(4). Autoimmune disease, fibromyalgia. FDA safety report ID# (B)(4).